Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose levels that resulted in a seizure. The customers current blood glucose level was 4.8 mmol/l at the time. The customer had no symptoms mentioned and it was not mentioned if the customer was hospitalized after the seizure. It was reported that after switching from a different insulin pump, that the insulin pump was not able to detect if the customer had low blood sugar while they were asleep. Customer stated that the alarm currently present is a text message that is not enough to wake you up in case of an emergency. Customer to check the cannula and calibrate the sensor. Customer was advised to not over calibrate, as it may lead to inaccurate readings. Customer was wondering if there was an app for the android device that would allow them to monitor blood glucose levels more accurately. Customer was this is a relatively new issue currently, and that they will have to provide a more definite answer when they are sure themselves. Nothing was returned and no replacements will be sent.